Event description:
Healthcare professional reported intracapsular rupture diagnosed by ultrasound. The device has been explanted with capsulectomy and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. As per the investigation procedure, wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken device." Cont e1 phone number(B)(6).

Event description:
Healthcare professional reported intracapsular rupture diagnosed by ultrasound. The device has been explanted with capsulectomy and replaced with another manufacturer's device. This record relates to the left side.